Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. The lv lead was capped and remains implanted and inactive. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.